Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-05760. It was reported that post procedure of percutaneous coronary intervention, angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with severe myocardial ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion # 1 was a long lesion located in the proximal left anterior descending (lad) artery extending up to mid left anterior descending (lad) artery with 100% stenosis and was 32 mm long with reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm promus element plus everolimus-eluting platinum chromium coronary stent system in the mid lad and overlapping a 2.50 mm x 28 promus element plus everolimus-eluting platinum chromium coronary stent system in the proximal lad which resulted in jailing of the septal branch. A non-bsc guide wire which was at that point within the septal branch was pulled back into the lumen of lad and was advanced back into the septal branch through the stent struts of the 2.5 x 28 mm pe plus study stent. Subsequently, an unspecified balloon catheter was advanced over the wire and inflations were performed within the previously deployed stents in the septal branch. The physician performed kissing balloon angioplasty with simultaneous inflations in the septal branch and in the lad resulting in good angiography results which possibly was intended to expand the stent struts which was jailing the septal branch. Following post dilatation, residual stenosis was 0%. Post procedure patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was presented due to unstable angina and was immediately hospitalized. Cardiac catheterization was recommended. The 95% restenosis of the previously placed study stents located in the proximal lad extending up to mid lad was treated with direct stent placement using a 2.5 mm x 12 mm non-bsc stent with 0% residual stenosis. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem-updated and corrected. Relevant tests/lab data-corrected and updated. Other relevant history-updated. (B)(4).

Event description:
It was further reported that the 100% stenosis in the proximal left anterior descending artery (lad) and extending in to mid lad was an in-stent restenosis (isr) of a previously placed unspecified drug eluting stent (des).